Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No confirmation of revision, or reason for revision, received. Examination of the reported devices was not possible as they were not returned. It has not been reported the patient has been revised. No reason for revision has been reported. Information provided is insufficient to investigate. Other reports were found against the liner and femoral head. Per procedure, these devices are exempt from DHR review. No other reports were found in a search of the complaints databases against the femoral stem product/lot code combination. Other reports were found against the reported bone screw. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Report of potential claim received from (B)(6). No confirmation of revision, or reason for revision, received.